Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced infection, swelling, pain, redness and purulent exudate at the abutment site and subsequently was treated with IV antibiotics (date and duration not reported).